Event description:
Devilbiss healthcare was notified by an authorized service center of an incident involving an oxygen concentrator. The unit was sent to the service center for "low oxygen [purity]," with no report or evidence of illness, injury or medical treatment associated with the complaint. During the course of the device evaluation, the service technician observed potential thermal deformation of the base. The unit was returned to devilbiss for further evaluation, which revealed a sieve bed leak as the root cause of the low oxygen condition. There is no evidence of any internal thermal issues, the cooling fan was operating to specification, and there were no high temperature alarms recorded. There is some evidence of slight thermal deformation to the base, which is the result of operating the unit too close to an external heat source.